Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was isolated to the battery housing connector j2 pin being bent. Also, upon further investigation, the bottom plate became unglued due to insufficient glue. The root cause for the damaged j2 pin was physical abuse. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.